Manufacturer narrative:
The sensor was tested in-house, and the review of investigation analysis revealed a degradation of the sensor performance, which confirmed the complaint. The system correctly disabled the sensor when it detected the performance degradation, and the system's self-test functions were working normally. The root cause of the performance degradation was due to oxidation of the chemical component of the sensor. As part of resolution, a return material authorization was issued for a sensor replacement. No further resolution was necessary for this complaint. D9. Device available for evaluation? Yes; 01 february 2023. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 174, 3231. H6. Investigation conclusions updated to 4307.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.